Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The customer requested a repair, it was found during evaluation that there was a short circuit in the motor cable and also the resistance values of the keypad of the handcontrol were out of range, therefore we can confirm this complaint as multiple defects were found with the complaint device which needed repair. The motor and the handcontrol set were replaced. The complaint device was cleaned, repaired and tested for functionality. Given the information provided we cannot discern a definitive root cause for the identified failures. A manufacturing record evaluation was performed for the finished device [serial : (B)(4)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs repair.